Manufacturer narrative:
Requests are being performed regarding the model/serial number of the electrode, however, at this time, no additional information is available, once details are provided a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered inappropriately two shocks. The system was analyzed, and noise was observed on both primary and secondary vectors. The device was reprogrammed, and troubleshooting was discussed. This system remains in service. No further adverse patient effects were reported.